Manufacturer narrative:
The pump was received with an intermittent button response due to flattened up and down button dome switches. There was no button error alarm noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that he had 3 button error alarms and he thinks that he was driving when he received at least one of them. Customer stated that he wears his pump clipped on his pants on the right side. Customer has received multiple button error alarms in the last 6 weeks. Customer stated that he did have his seat belt on and the buckle could have pressed against the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.